Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japanese affiliates via literature, two years post tavr procedure for a 23mm sapien xt valve (approach unknown), the patient visited the hospital with gradually worsening apnea. The echo revealed an enlarged left ventricle (lv) and decreased contractility (ef: 45%). The detailed observation of the valve was difficult; however, there was decreased diastolic blood pressure (109/49mmhg) and wide aortic regurgitation (ar) which seemed like a transvalvular leak. It was determined to be acute severe ar and surgery was executed. During the procedure, it was observed that the native leaflet (ncc) was penetrating over the valve frame and the leaflet of sapien xt was stuck with it. The native leaflet was removed and the valve function was recovered.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders was unable to be completed, as a serial number was not provided. As the valve sn was not provided, a DHR review was unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The complaints for motion restricted-in patient and central leak were unable to be confirmed due to unavailability of relevant imagery/medical records. A review of the DHR and lot history were unable to be performed due to unavailability of the valve serial number. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'two years later since the tavr procedure for a 23mm sapien xt valve (approach unknown), the patient visited the hospital with gradually worsened apnea' as it was determined as acute severe ar, surgery was executed. During the procedure, it was observed that the native leaflet (ncc) was penetrating over the valve frame and the leaflet of sapien xt was stuck with it. The native leaflet was removed and the valve function was recovered.' In this case, native ncc leaflet was penetrating over the valve frame and caused the sapien xt leaflet to be stuck with it, as reported. This likely interrupted the movement of the thv leaflet, leading to inadequate blood flow back pressure to close the leaflets, resulting in the reported leaflet motion restricted. As such, available information suggests that patient factors (native leaflet interrupting thv leaflet) may have contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, patient had leaflet motion restriction, which could lead to suboptimal leaflet coaptation resulting in central regurgitation as reported. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint trending will continue to be monitored on monthly basis.